Event description:
General report received of an unspecified number of undocumented incidents of air in the tubing distal of the pump with no pump alarm. The pumps were programmed to deliver unspecified concentrations of lipids via 30ml or 60ml syringes at rates of 0.2ml/hour to 1ml/hour. No specific pt info of event details were provided. After unspecified length of time, air was noted in the tubing distal of the pumps with no pump alarms. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The devices were not isolated or identified by serial number; therefore, they will not be returned for investigation.